Manufacturer narrative:
The field engineer from (B)(6) (dealer) reported the selenia system was inspected on (B)(6) 2011 and found to be functioning properly. The field engineer spoke with the doctor and technologist at the site and was told the pt was sitting in a stereo chair. The pt's breast was not yet compressed. The pt inadvertently moved her hand to the back of the selenia system c-arm and pressed the rotation switch. This caused the c-arm to rotate and catch the pt's hand momentarily between the armrest and tube-head. The site was reminded of the importance of observing the location of the pt's hands during procedures.

Event description:
The customer reported that while having the pt sit in a stereo chair a needle-loc procedure was being performed. The customer reported the selenia system c-arm began to rotate on its own. The pt's hand was caught between the armrest and the tube. The technologist used her left hand to push the stereo chair out of the away and this resulted in pt's hand being scraped.